Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 12x3mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 82.7cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 12x3mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced to dilate the lesion but the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.